Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the power cable was only slightly disturbed, resulting in the station shutting down. The field service engineer inspected the cable for any signs of damage and found none. The issue was resolved by replacing the power supply. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system experienced automatic shutdowns and a black screen. The customer reported that the user is unable to restart the station due to it continuously shutting down and displaying a blank screen. However, it was noted that there was no impact on patient care or any delays associated with this issue. There were no adverse events or injuries reported based on this event.